Event description:
A nurse tech reported the system shut off and powered up again, on its own, during a procedure. When the system powered on, balanced salt solution (bss) was infused in the eye causing "another retinal detachment". Following a 90 minute delay, the procedure was completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).